Event description:
The customer reported the autopulse platform (sn (B)(4)) will not run consistently and stops compressions. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) will not run consistently and stops compressions" was not confirmed during archive data review or functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Visual inspection of the returned platform was performed, and no physical damage was observed. The power distribution board revision is up to date. Based on the archive review, no significant discrepancies were found. The autopulse platform passed the initial functional test without any fault or error. The platform was tested with the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The customer has received a replacement autopulse platform. Therefore, the autopulse platform (sn (B)(4)) will not return to the customer and will be stored for future refurbish sale order requests.